Manufacturer narrative:
Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for plunger difficult to move and the 1st related complaint for difficult/unable to operate (not drawing) and needle separates in vial on lot # 8288542. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # (B)(4) all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for out of spec breakout/ sustaining. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger difficult to move, unable to aspirate insulin and needle broke during use with a bd insulin syringe with the bd ultra-fine¿ needle. There were 6 occurrences of plunger being difficult to move, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported the total of 6 plunger was tight, she could not draw the insulin. And with 1 needle, she could not draw the insulin, she was removing the needle, it broke and stuck in the vial.